Event description:
It was reported that a patient was placed on vv ECMO using the 19fr crescent ra via percutaneous technique. Cxr revealed reinfusion markers to be in proper position. The following day, the cannula appeared to migrate from the original orientation and was later readjusted by the care team. It was later reported that the patient had a pericardial effusion and underwent an emergency chest exploration. Upon opening the chest, it was found that the catheter had perforated the right atrium and cpb was required to repair the injury. The patient was then transitioned to va ECMO at the conclusion of the case. The patient was reported to be on va ECMO. There was no damage noted to the catheter and it was discarded during the procedure.

Manufacturer narrative:
The catheter was not returned for analysis. There does not appear to be a device failure nor has the hospital alleged a device deficiency of the crescent ra catheter. Investigation is not complete at this time. An update to this report will be provided if more information is obtained about the event.